Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported diagnostics revealed that patient had impedance issues and x-rays revealed that the l5 was fractured. To address the issue patient underwent surgical intervention wherein another lead was added. At s1. This addressed the issue. The l5 lead was left implanted at this time.